Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via call for a-21 alarm and blank display. The customer¿s blood glucose was unknown. Customer reported he has been experiencing the a21 occurring for a week. Customer changed battery and cleaned everything with alcohol but the issue continues. The customer was assisted with troubleshooting and the display did not return. Customer reported that his high blood glucose fluctuated and at this point are high. Customer advised to discontinue use of the pump and revert to backup plan per hcp's instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was received with currents in specification. No blank display. Lcd board okay. Unit passed self-test and unexpected restart error alarm. No unexpected restart alarm. Unit passed rewind test, basic occlusion, occlusion, prime/compromised force sensor system test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window.